Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. An office note cites the following: left hip discomfort, numbness, limb length discrepancy, subluxation/ dislocation, stem subsidence. Surgeon reported that the shell was retroverted and vertical. All components were revised. Rep provided an office note and the primary operative report and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding limb length discrepancy and subsidence involving an accolade stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event cannot be confirmed without additional medical records. A revision surgery was proposed but not confirmed. Root cause: the root cause for the proposed revision would be as stated in the note: leg length discrepancy and hip instability. These cannot be confirmed without operative notes and addition medical records. -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised. An office note cites the following: left hip discomfort, numbness, limb length discrepancy, subluxation/ dislocation, stem subsidence. Surgeon reported that the shell was retroverted and vertical. All components were revised. Rep provided an office note and the primary operative report and confirmed that no further information will be released by the hospital or surgeon.